Manufacturer narrative:
Pending device return and evaluation.

Event description:
Revision due to osteolysis.

Manufacturer narrative:
The complaint products were returned for analysis. The reported condition of osteolysis and prosthesis wear was confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical) tibial tray - the wear marks on the proximal surface of the tibial tray appear consistent with contacting the tibial insert. This likely indicates there was micromotion between the two parts leading to the wear pattern observed. The tibial insert showed significant wear to the articulating surface on the medial side and post. The wear pattern as well as the wear along the anterior portion of the post indicates that the femoral component articulated significantly with the anterior portion of the tibial insert. This is usually caused by excessive posterior slope or hyperextension of the knee. The wear on the medial articulating surface appears consistent with pitting and delamination possibly due to third body wear from bone cement particulate or the patients natural gate producing greater contact forces on the medial aspect of the liner. Posterior wear on the insert post is consistent with meeting the femoral component. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any other complaint reports involving parts from either of these manufacturing lots. Complaint data from 2014 to 2018 involving the reported failure for these families of devices was reviewed. The investigations have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing-related. There were no user-related conditions reported . The pain and subsequent osteolysis reported was likely caused by severe wear of the insert creating debris that led to the onset of osteolysis. Based on the wear pattern, the tibial insert appears anteriorly and medially loaded which indicates excessive posterior slope and/or hyperextension of the knee which may have increased the rate of pitting and delamination on the medial articulating surface. In a review of labeling only qualified surgeons knowledgably in anatomy, biomechanics and reconstructive surgery should use these devices. The surgeon must be fully knowledgeable about all aspects of the surgical technique and use the implants in accordance with the indications and contraindications. Device specific risks include: fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. It is also noted that excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. It is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. The patient risk/clinical factors include the fact that the patient is active and has bilateral knee arthroplasties which causes a stress on the devices from a biomechanical standpoint. Also, the nature and type of bone cyst was not detailed, there are numerous types and causes, some are even noted to be pre-cancerous. This device is used for treatment not diagnosis. Section(s): information has been requested, there has been no new information provided about the patient or event. Corrected data: it was completed in error. This is not a facility report.

Event description:
It was reported from the united kingdom that a patient experienced a left knee revision. The patient started to complain of pain in about 2015. There was then noted rapid degradation. All tests for infection were negative and the implants showed as well fixed. During the surgery the tibia was removed easily to gain access to the cyst, the femur was retained. The patella was not originally resurfaced. There was debris of polyethylene (thin slices showing delamination) found embedded in the tissues around the joint. The tibial insert showed clear evidence of wear on the articulating surface and on the post, with delamination on the medial side. The cyst was removed in the tibia, leaving a massive cavity inside a bony shell the bottom part (around the stem) was packed with a bone putty and the superior aspect was filled up with cement. The cyst was also removed from the patella. No additional information on the patient or event has been provided. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00035, 1038671-2017-00036 and 1038671-2017-00037.